Event description:
There was no patient involved in this event. Device pogo pins stuck.

Manufacturer narrative:
(B)(4). The pad-pak was first installed on the (B)(6) 2008 and performed to specification up to the (B)(6) 2015. The pad-pak was removed and reinstalled on multiple occasions during this time. Upon visual inspection of the returned device the pogo pins appeared to have been sheared off. Multiple manual power ups containing nonsensical durations were recorded alongside entries containing nonsensical data. Due to the damage the pogo pins were replaced for the purposes of testing. Investigation found the reported fault can be attributed to damaged pogo pins. The pad-pak being installed on over 80 occasions and the nonsensical durations and data recorded would suggest the damage was a result of incorrect pad-pak insertion. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.